Manufacturer narrative:
The device was received for evaluation. During functional testing, 1 (abc) button on keypad not functioning was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be both the 0 button and the 1 (abc) button were not operable. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of the 1 (abc) button on keypad not functioning during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.